Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had an automated impella controller (aic) being used when there were console alarms for "impella defective" which prompted pump replacement and when this failed, the aic was shutdown. After gaining support, the aic was restarted again and functioned. There was no reported patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ pump stop has been completed. The pump was not detected for the first attempt and case start wizard was cancelled. The case start wizard was reinitiated again and the pump was connected at 19:25:24 and detected without any issue the case proceeded smoothly and operated without complications for the following two days. A thorough visual inspection of the internal components was conducted and no other issues were found. The console was tested with a known good pump and purge cassette, and it functioned as expected. Root cause: the root cause for the pump not detected "impella defective (error reading eeprom) - alarm issued" was likely a malfunction in the impellatronic board. Based on the data and device analysis the root cause for the pump not detected "impella defective (error reading eeprom) - alarm issued" was likely a malfunction in the impellatronic board. D9 date device returned to manufacturer was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26450. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26450 as it is unknown if the initial reporter also sent the report to the food and drug administration. G4 PMA/510(k) number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26450. H3 device not returned was erroneously selected on the initial manufacturer device report number 1220648-2025-26450. H6 type of investigation code 4114 was erroneously selected on the initial manufacturer device report number 1220648-2025-26450.